Event description:
During an implantation procedure, the guidewire could not be removed from the lead. The lead was removed and another lead was used to complete the procedure. The patient did not experience any adverse consequences due to this event.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the stylet stuck inside the lead. The connector pin and connector cap were found pulled out of the connector assembly consistent with excessive forces during implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. The ptfe coating of the stylet was found stripped off and bunched up/clogged distal to connector pin which likely caused the stylet to become lodged inside the lead. All other damages were consistent with that occurring at the time of implant. Electrical testing revealed no indication of conductor fractures or internal shorts.